Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery smoke emitted from the product handle and the battery holder temperature was very high. No patient impact noted. Diligence is complete.